Event description:
On (B)(6) 2012, the pt was being treated with the gore tag thoracis endoprosthesis. Upon removal of the 24fr gore dryseal sheath, the pt's right iliac artery ruptured. This was successfully repaired and the pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. The 24fr gore dryseal sheath nominal outer diameter is 9.1mm. The gore dryseal sheath instructions for use warns if vessel size is smaller than the introducer sheath outer diameter, major bleeding, vessel damage, or serious injury to the pt, including death, may result.